Event description:
Event description guidant received information that one day after this ventricular lead (model 4087) was implanted, loss of capture was displayed. An x-ray revealed the lead possibly microdislodged. The lead was repositioned, but when the patient was in the recovery room, loss of capture was again observed, as well as high threshold measurements. The 4087 lead was explanted. A tined fixation mechanism (4035) lead was attempted, but was unable to be placed as the physician had difficulty inserting the stylet and no acceptable pacing values were displayed. The lead was explanted and lead (4034) was implanted. However, during this lead placement, the patient's condition deteriorated and the patient expired. Lead models 4035 and 4087 have been returned.